Event description:
Additional information received reported that the patient had a seroma at the implant site.

Event description:
Additional information reported noted that the patient outcome was resolved without sequelae, resolved date: (B)(6)-2013.

Event description:
It was originally reported on (B)(6) 2013 that the device was found to be off on visit. Reprogramming was noted - device turned back on (B)(6) 2013. Patient outcome was noted as resolved without sequelae on (B)(6) 2013. About five weeks later, it was reported that the patient had multiple diagnoses resulting in pain. The device was complicating the issue and the patient had multiple complaints of pain. The patient¿s system was removed. There was no patient death or injury and she recovered with sequela.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03zym, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Correction - after further reveiw, it was found that the aware date of the system explant was (B)(6) 2013 and not the previously reported date of (B)(4) 2013. (B)(4).

Event description:
Additional information received reported that there was irritation and pain at the implant site. A seroma was noted upon examination. The seroma resolved without sequela on (B)(6) 2013 and required no medical intervention. The pocket pain resolved without sequela on (B)(6) 2013 after the ins and lead were removed.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy213702h) showed no anomaly found. Final analysis of lead model 3889-28 showed lead body cut through, product segmented; no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.